Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the uretero-reno videoscope scope angulation becomes locked-cannot disengage. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, d9, h3, h4, h6. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress such as pressure on the curved section or excessive angle operation caused deformation, which affected angle sliding. The event can be detected/prevented by following the instructions for use which state: instructions uretero-reno videoscope olympus urf-v2r. Chapter 3 preparation and inspection 3.3 inspection of the endoscope. Important information ¿ please read before use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.